Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis determined that the head's cable insulation was damaged in two places, and that the head had intermittent telemetry and failed all uplink tests. Analysis also found that the head's lens was scratched and the label delaminated. The head was being sent on for repair. (B)(4).

Event description:
It was reported that the radiofrequency programmer head was broken. The head was returned for service. No patient complications have been reported as a result of this event. It was further reported that the programmer head subsequently tested out of specification during manufacturer's analysis.